Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-nov-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4)(rep, hcp): information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) it was reported that the hcp prepared to put boot on lead after tines had been deployed and the portion of the lead with blue electrodes that would have been inserted into percutaneous extension stretched apart from the rest of the lead, and the core of the lead looked exposed. The hcp did not pull or put any stress on the lead. It was reported that a new lead was placed. No symptoms reported. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that there was no implantable device involved with this event. The event occurred during stage 1. The representative was unaware of the patient¿s weight. The cause of the lead stretching and being exposed. It wasn¿t pulled on was not determined. The representative was unaware of the date of the affected leads return.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.